Event description:
Rec'd from clincial study follow-up: pt experienced numbness in her throat, facial droop, slurred speech and right hand affected with partial resolution over time. The valve remains implanted at this time.